Event description:
Survival outcome at explant noted the patient expired. Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.

Manufacturer narrative:
This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. Corrected information was provided in sections b2, b5, h1, and h6.

Manufacturer narrative:
The impella 5.0 has not been returned by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(6) male patient had impella 5.0 pump inserted in the right axillary for acute myocardial infarction and cardiogenic shock (ami/cgs). The patient was implanted on (B)(6) 2021. Explant date was not provided. It was reported that a CT scan showed mediastinal bleeding. Surgical treatment was difficult because the location of the bleeding could not be determined. As a result, the patient was administered red blood cells, fresh frozen plasma, and platelet count. It was noted that the patient was also on pcps, and therefore the physician was unable to determine if impella caused the bleeding. No further information was provided.